Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the buttons on the right side of the ace36p failed to work. The procedure was completed by using the buttons on the left side of the device. There was no adverse consequence to the patient. One device will be returned.